Manufacturer narrative:
The customer's meter was returned for investigation. During the investigation the complete display works properly. No contamination or other abnormalities are visible. No cause was found as the issue could not be reproduced.

Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that the meter displays three lines in the center when he powers the meter on. A display check showed the segments from result field are missing. The customer said that results were not affected since the meter was not used today.